Event description:
Related to MFR report # 2183959-2011-00698; related to MFR report # 2183959-2011-00700. The pt was implanted with an ams perigee graft on (B)(6) 2009. Reportedly as a result of the implant, the pt has "suffered severe injury, has endured conscious pain and suffering, has incurred hospital, medical and other expenses."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.